Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The iesu was analyzed, and failure analysis investigations replicated and confirmed the reported issue. During the power-on test, error 54 was observed, confirming that the fault occurred in the field. Visual inspection did not reveal any issues related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that error c-34 was observed. The customer performed a reset of the monopolar and bipolar cables; however, the issue persisted. The tse checked the logs and error 25913 was observed. The customer changed the settings to classic; however, the issue reoccurred. The customer used a third-party generator for the procedure. The procedure was completing with no reported injury. Isi contacted the distributor and obtained the following information: the procedure was completed using the force triad generator.